Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. The sensing vector was set to the primary vector. Technical services discussed some testing and programming options. Office testing confirmed large railing noise in the secondary sensing vector. The sensing vector was reprogrammed to the secondary sensing vector. A review of the system later on, found that the secondary sensing vector was a better vector. The system was successfully reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.